Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is currently in the possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR) and instructions for use (IFU). A review of the device history record (DHR) for ab2000/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. A review of the log files for this procedure could not be conducted as these were not provided. Three good faith efforts (gfe) were made to obtain the log files without success. The aquabeam robotic system's instruction for use (IFU), ifu0101-00, rev. E, was reviewed. 4.3 warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bleeding 8.32 sterile: a. After the aquabeam handpiece removal, follow the standard clot evacuation procedure to remove clots and tissue with a cystoscopic sheath by using an ellik bladder evacuator or toomey syringe. B. Use one of the following methods to achieve hemostasis: ¿ cautery followed by foley balloon catheter insertion. ¿ under spinal anesthesia, insert a balloon catheter in the bladder with bladder neck traction then fill the bladder with sterile saline and maintain for approximately 30-60 minutes before starting cbi (continuous bladder irrigation). ¿ balloon catheter in bladder with bladder neck traction. ¿ balloon catheter in prostatic fossa: inflate balloon with 5cc in the bladder under trus guidance retract balloon into prostatic fossa inflate balloon to 30-50% of initial prostate volume apply mild traction on the catheter to hold the balloon catheter in place. ¿ balloon catheter in bladder, no traction. C. Start cbi per hospital protocol. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's IFU lists bleeding as a potential risk of aquablation therapy. It was reported that the patient was unable to stop bleeding due to a pre-existing condition of cll (chronic lymphocytic leukemia) and an unrecognized coagulopathy. The patient was transfused with platelets and had an extended hospital stay. The patient has since been discharged from the hospital. The treating surgeon does not attribute aquablation therapy to the reported event. Based on the event details, plus a review of the DHR and IFU, the event is considered not device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware that post-aquablation therapy, the patient was bleeding excessively during hemostasis. It was noted that the patient was unable to stop bleeding due to a pre-existing condition of cll (chronic lymphocytic leukemia) and an unrecognized coagulopathy (due to platelet dysfunction). The patient received transfusions consisting of blood, platelets, and plasma and had an extended hospital stay. The treating surgeon does not attribute the reported event to aquablation therapy. The patient is doing well and has been discharged. No malfunction of the aquabeam robotic system was reported.